Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the issue was most likely use related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention and cardiomyopathy was implanted with an impella cp device for mechanical circulatory support. The console gave a controller failure alarm (red alarm) that self-resolved and then several random air in purge alarms. While on impella, it appeared that the pump had just been started and all previous data is no longer visible. Customer decided to continue without console exchange. Procedure successfully completed; patient stable.